Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by medsun (B)(4): after approximately three (3) hours of an uneventful infusion performed in (B)(6) 2025, the patient was noted to be hypotensive. The infusion pump was flashing red with a faint alarm due to the volume setting at "1." On assessment, adequate fluid remained in the intravenous (IV) bag and tubing reservoir, but a significant amount of air was observed in the tubing distal to the pump. The nurse (rn) attempted to aspirate air via the y-site using an empty syringe without success. The infusion continued with visible air moving into the syringe. The patient required two IV doses of epinephrine to maintain mean arterial pressure (map) 65 (lowest map recorded was 44). After the air in the tubing migrated into the syringe, the infusion was restarted and ran for 1 hour before the same pump channel alarmed again for air in line, despite no visible air. Attempts to restart failed, and the patient was switched to new tubing and channel without recurrence. No anti-siphon valve was in place at the time of the event. Following the event, the original channel was removed from service.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.